Manufacturer narrative:
The device was returned to olympus. Inspection of the returned device found foreign material in the biopsy channel. In addition, the evaluation found a chipped light cover lens, worn glue, separated glue on the bending section cover, a deformed bending tube, a scratched connecting tube and the wire exhibited play, causing the device to fail the angulation system test. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was worn, which was observed after the procedure, during maintenance of the device. The procedure was completed. Although the customer did not specifically report that a delay had occurred, the customer reported that if a delay had occurred, it was not more than 30 minutes. During inspection of the returned device, the biopsy channel was obstructed with foreign material, which was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, pre-cleaning was not performed immediately after the procedure or the water flow was not sufficient to remove the foreign material. The foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the instructions for use. The following is included in the instructions for use (IFU) and may have prevented foreign material clogging the biopsy channel: ¿-all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.